Event description:
The customer reported that they did not get alarms when the patient's heart rate was in the "teens." The patient expired.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted after philips obtains more info concerning the is event.